Event description:
It was reported that at the start of a right radial head fracture surgery the device did not inflate properly after being placed on the right brachial arm. The tourniquet pump was checked and found to have no malfunction/problem. It appeared that two different tourniquet "boxes" were used without success. The procedure was performed without a tourniquet as the arm was already prepped and draped. There were no issues during the procedure, and no pt injury.

Manufacturer narrative:
The device is a class I device. The device had not been returned to the manufacturer as of the date of this report. A supplemental report will be sent if the device is received.